Event description:
The dentist reported that 6 months after the dental implant was placed in intra-oral region #9, it was verified its non-osseointegration. Twenty n.cm of primary stability was achieved and immediate load was not performed.